Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported the insulin pump was unexpectedly losing power. Customer received failed battery test alarms with multiple batteries. Customer's blood glucose was in the 230 to 300 mg/dl range. During troubleshooting, customer put the same battery back in and did not receive a failed battery test alarm. It was advised a replacement battery cap would be sent to the customer to rule out possible battery cap issues. The insulin pump will not be returning for analysis at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.